Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on the day of the event the patient experienced loss of consciousness. No other symptoms were reported. The patient was treated by their father with glucagon. When a fingerstick was taken, the cgm reading was 56 mg/dl, and the blood glucose reading was 30 mg/dl. No further medication was reported and the patient did not go to the hospital. When other fingerstick was taken during the same event was the cgm reading was 231 mg/dl, and the blood glucose reading was 163 mg/dl, and the cgm reading was 250 mg/dl, and the blood glucose reading was 180 mg/d. The patient used an insulin pump in closed loop mode during the event, and it was stated that this caused too much insulin to be delivered. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.